Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 13 mmol/l and sensor glucose was 7 mmol/l at the time of the incident. The customer was assisted with the troubleshooting. The sensor will not be returned for the analysis.